Event description:
It was reported that the device will not operate on ac power. The ac mains light is not showing. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
The customer indicated that the device has been repaired by replacing the power supply assembly. Proper device operation was verified through functional and performance testing and the device was placed back into service for use. The removed assembly will not be returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.